Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. During troubleshooting, the fse found that the host pc did not start up. The fse re-plugged the power supply of the host pc and restarted the system. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.